Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was displaying an electronic error message. The customer attempted to clear the error message and put the device back into run mode for 12 hours without success. Due to the unavailability of the infusion device and not receiving insulin, the customer went to the hospital. At the hospital the customer's blood glucose was 360 mg/dl and he was treated with an insulin infusion and pen therapy. It is unknown how long the customer was hospitalized.